Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate and was removed due to pain and infection. The patient reported of dull and lingering ache; however, the dentist noted there was no clinical signs of diseased tissue. The implant was extracted 48 hours after it was implanted into the tooth # 19. The implant site had type 1 bone quality. The implant was not placed on previously grafted site. The implant site was infected. There was bone loss noted. There was granulated tissue around the implant. The patient had no relevant pre-existing condition. The patient's symptoms had been relieved after the removal of the implant. The patient was given tramadol 50 mg for pain. There was no abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed and no deviations were found. The critical parameters of the implant were measured and no deviations, no defects, nor non-conformities were found. The returned part met specifications. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability and failure to osseointegrate at the osteotomy site; premature loading can also be a factor. A patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: · all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. Per the reported information, the patient had an infection at the implant site. It is possible that the infection may have been a factor in the failed osseointegration of the implant, the implant was removed just after 48 hours. This event will be tracked and trended.